Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no other findings were found. A field service engineer confirmed that pharmacy had resolved the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure pocket unable to open. The customer reported able to get medication from another station and there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.